Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during vitrectomy ophthalmic console shut down. No patient harm was reported. Additional information received and clarified that ophthalmic console would shut down in procedure 2 phase, during the epi nucleus stage, unable to be reset except by shutting the whole machine down, displayed error code 157 and unplanned anterior vitrectomy was performed. The patient's symptom was improving.

Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause of the reported "shut off " issue is inconclusive. This is due the fact that ¿no true shut down¿ event was confirmed. The root cause of the reported sm is attributed to user handling as foreign cleaning materials were left in the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).